Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. (B)(4). Implant and explant date is not applicable as it was not inserted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. No device history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon was using a synream to ream the femoral canal. He had trouble getting it over the reaming rod and decided to put it in without the rod which has a ball tip to stop the tip falling off. The reaming tip subsequently fell off in the canal. They managed to get it out with some laparoscopic pliers; however, it took around 40mins. Rep spoke with the surgeon who took responsibility for it falling off given that the surgical technique dictates it be used with reaming rod. Rep advises that follow up is not required as the incident was caused by user error. No adverse event to patient, 40 minute delay. Concomitant parts: 1 x reaming rod part unk, lot unk. This is report 1 of 1 for (B)(4).